Manufacturer narrative:
The monitor cable for the navigation system was returned unused, indicating the unit was not replaced.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative replaced a video splitter resolving the surgeon monitor issue but the staff monitor was staff monitor was displaying black. When the back cover was opened, representative smelled a burning odor. Staff monitor and monitor cable were replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power supply, vga cable and monitor have been received by the manufacturer for evaluation. The monitor cable has not been received by manufacturer for evaluation. The received power supply had all the ports push in however all the outputs measured in the normal range. No fault found. The vga splitter cable was connected to a known good device and the splitter functioned normally and returned good picture. No problem found. The returned monitor was evaluated and the reported issue was confirmed as the monitor would not display an image. Display was black. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, both monitors of navigation system displayed no signal. Representative stated that active led on the video splitter was not lit but the power led was lit. Fan on the computer was running and disc drive would open when prompted, confirming the system was receiving power. When video splitter was bypassed the surgeon monitor would intermittently receive signal but staff monitor was not displaying an image. There was no patient present at the time of the issue.